Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Representative reported that the sensor was successfully implanted in the operating room. The device was then disconnected while transporting the patient to their room. When reattached, a prompt was given to zero the transducer. The device was revised. Patient in stable condition.